Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensor was evaluated. External inspection showed no damage. The sponge pads on the electrodes were removed, fiber remains from pads and dried gel deposits observed on the electrodes. Continuity testing was performed and an open circuit was observed across all electrodes. The gel and fiber residue was removed and continuity testing was repeated, this time observing good continuity across all of the electrodes. Continuity testing was performed between the electrode surfaces and the connector in which an open was found between the r2 electrode and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use., corrected data: additional information: d4 model# updated from 4248 to 4248-9. Lot# updated from 18no7 to 18n07. Expiration date: updated from a blank field to 06/01/2020. UDI# updated from a blank field to (B)(4). H6 device manufacture date updated from a blank field to 12/10/2018.

Event description:
The customer reported the psi was higher than the normal range. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the psi was higher than the normal range. No patient impact or consequences were reported.